Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated a 24 volt failed error code and went inoperable. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 11feb2019. Date rec'd by MFR: 06feb2019. The customer declined any service/repair of the device at the moment. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.